Manufacturer narrative:
Visual evaluation of the generator found damage to the exterior surface and the front bezel. The reported complaint of a coag malfunction was confirmed. The unit was stuck in cut function and the up arrow button was stuck in the increase power position due to the damage on front bezel's overlay. The overlay was damaged, and the result was a dent which jammed the up arrow button. When the unit was powered up and cut was selected by the wand, the power output would automatically go to the maximum power setting of 50 and could not be decreased manually. It appears that the unit has been dropped which damaged the overlay and jammed the up arrow power button. After the overlay was cut away from the button the unit performed as designed. The investigation findings are that an interaction between the device and the user caused or contributed to the malfunction. It appears as though the user failed to appropriately maintain the device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopic procedure, neither device would work correctly together in cut/coag mode. The foot switch was changed out and then device would only cut. The procedure was completed with this device in cut mode only. No patient injury or complications were reported.